Event description:
It was reported that a homechoice pro machine experienced an unknown system error. The step of setup or therapy during which this occurred is unknown, though a patient was reportedly involved. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the device for evaluation. An event history log review was performed and the reported issue was identified to be a system error 2240. Visual inspection, full functional testing, electrical safety testing, calibration and simulated therapy were performed with no other defects and malfunctions found with the device. The cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.